Manufacturer narrative:
B5. Describe event or problem - correction - product return/evaluation not necessary statement was not included in initial MDR. D9. Device available for evaluation - correction - na was not included in supplemental #1 MDR. H2. Follow up type - correction - additional information was not included in supplemental #1 MDR. H3. Device evaluated by MFR - correction - code 81 was not included in supplemental #1 MDR.

Event description:
Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
The generator and lead passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was reported the patient had an infection occurring. The chest incision was swollen. Patient was sent for wound wash out and explant. Per the surgeon, the infection was significant and required a full system explant. No additional relevant information has been received to date.